Manufacturer narrative:
Device intended use: the applied biosystems 7500 fast dx real-time pcr instrument with the sds software version 1.4 is a real-time nucleic acid amplification and detection system that measures nucleic acid signals from reverse transcribed rna and converts them to comparative quantitative readouts using fluorescent detection of dual-labeled hydrolysis probes. The 7500 fast dx real-time pcr instrument is to be used only by technologists trained in laboratory techniques, procedures, and on use of the analyzer. Investigation found that for some negative control gives the amplification after 35 cycles. No amplification should be visible for negative controls. The amplification may be due to contaminated water in the primer mix. This is considered as the user error with the consumable usage. The field service engineer (fse) reported that otherwise the instrument was working properly. This is the initial and final report.

Event description:
A customer reported that the instrument applied biosystems 7500 fast dx (cat. No. 4407205) with serial no (B)(4) had data problem. Some negative control shows amplification after 35 cycles. No patient involvement reported.